Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2022-17090, 3006705815-2022-17126. It was reported the patient had an infection after being in a car accident. As such the patient underwent surgical intervention (date unknown) where the patient's scs system was explanted. No further information is known at this time.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.